Event description:
Customer reports discrepant results with albustix urine test strips

Manufacturer narrative:
Customer returned strips were inspected by manufacturer and it was observed that protein pads appeared deteriorated (upon receipt, manufacturer is performing further analysis on the returned strips.